Manufacturer narrative:
The damage found was sustained during the surgical procedure. The distal portion of the lead was not returned for analysis. Therefore, a complete analysis could not be performed.

Event description:
Femoral reamer broke in half while surgeon was reaming femoral canal (right side), resulting in a surgical delay of one (1) hour.

Event description:
It was reported that prior to device replacement, x-ray revealed two wires visible outside the lead insulation. The lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.